Event description:
A customer reported a failure with the power supply module on their affiniti ultrasound system. During system start up, they observed electrical arcing and smoke coming from the power supply area. There was no injury or property damage associated with this event. The philips field service engineer was dispatched and confirmed the reported problem. The service engineer replaced the power supply to repair the system.

Manufacturer narrative:
The suspect power supply module was returned to philips for evaluation. An investigation was performed by product engineering to assess the reported issue. The evaluation findings determined worn internal components inside the power supply module caused smoke and a burning smell during functional testing. The power module was returned to the vendor for repair and the investigation was concluded.

Manufacturer narrative:
Evaluation of the power module will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported a failure with the power supply module on their affiniti ultrasound system. During system start up, they observed electrical arcing and smoke coming from the power supply area. There was no injury or property damage associated with this event. The philips field service engineer was dispatched and confirmed the reported problem. The service engineer replaced the power supply to repair the system.